Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unknown issue. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.